Event description:
It was reported that the cartridge was very difficult to remove from the pump due to damage to the guide rail. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was instructed to use their backup therapy method, multiple daily injections (mdi), to ensure continued insulin delivery. Tandem technical support arranged for a replacement pump to be sent, provided instructions on putting the problematic pump into storage mode, and coordinated the return of the defective pump using a pre-paid label.